Event description:
It was reported that a pump powers on and off without user input. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The evaluation was unable to confirm the device to power on or off without user input. The device was tested for 48 hours and performed within specification. A battery life test was also performed and the pump performed as expected.